Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6), non-penumbra sheath and a guidewire. During the procedure, it was reported that the physician experienced resistance advancing the cat6 through the sheath. The physician completed a pass using the cat6. Subsequently, while advancing the cat6 with a peel away sheath through the access sheath to make another pass, the physician kinked the cat6 near the distal tip. Therefore, it was removed. The procedure was complete using an indigo system aspiration catheter 8 (cat8) and the same sheath. There was no report of an adverse effect to the patient.